Event description:
The account alleged the nurse call is not functioning. There were no reported injuries.

Manufacturer narrative:
The account enabled the nurse call to resolve the issue with this bed.